Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a surgery scar was exacerbated by the lifevest equipment. Patient described the area as bleeding inflammation that created a welt/blister from front hook rubbing on surgery scar. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated to not let the hook rub on the scar to prevent infection. The outcome of the irritation is unknown as follow up attempts were unsuccessful.